Event description:
Customer reportedly obtained results of lo (less than 0.6 mmol/l) and 5.5 mmol/l on the active system within 10 minutes. No action was taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.